Event description:
A physician reported a pt who was treated on 9/3/96 in the nasolabial folds and the fine lines above the upper lip border. A topical anesthetic was used prior to the treatment. On 9/6/96 the pt presented with 3 small, inflamed blisters on the right upper lip treatment site, exact date of onset unk, which the physician believed to be either herpes simplex or local necrosis; keflex and zovirax were prescribed. On 9/9/96, the pt was seen; the 3 blisters had each formed crusts (5-6mm diameter). She was instructed to continue the keflex and zovirax. On 9/13/96, the pt was seen and the symptoms had resolved.